Event description:
It was reported that before an endoscopic thyroidectomy procedure, the nurse tried to take out the red tip but the red tip was broken. Unknown how the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 01/09/09. Information anticipated, but unavailable at this time.